Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was pump erosion. It was noted that the patient had a revision to put the pump deeper in (B)(6), 2013. It was stated the pump was pressing out like it was going to come out. It was reported that the erosion present for ¿a while.¿ patient was supposed to have the revision in (B)(6) but it was postponed to (B)(6) because patient had a urinary tract infection in (B)(6). The pump system was delivering clonidine, bupivacaine and dilaudid. Additional information received reported that the pump was sitting at a strange angle. It was sticking out sideways. A revision was done to secure the pump in the pocket. The pump was revised by a neurosurgeon. It was stated that the patient recovered fine with no issues and was getting good therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n114499, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was noted that the pump had never eroded through the skin.